Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having a car accident due to low blood glucose. The customer was hospitalized for a medical treatment. The blood glucose reading at time of the call was 98 mg/dl. The customer stated that she tested her glucose level while driving and it was 46 mg/dl. The customer ate chocolate bar, and attempted to find a place to eat to treat her low blood glucose. The customer cannot recall what happened after she lost consciousness and crashed. The customer stated that she recalled the paramedics were on the scene and treated her with insulin drip, and then she was taken to the hospital for tests to make sure the baby is ok as the customer is pregnant. Troubleshooting was performed. The programming on the insulin pump was correct. The insulin in the reservoir matched to the status screen. Performed a displacement test and the device passed the test. No further information was provided.